Event description:
Per the surgeon, the patient experienced a weight loss resulting in the abutment being more obvious, so a shorter abutment was placed under a general anaesthetic on (B)(6) 2023. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on jun 6, 2023.